Event description:
Handpiece push-button back cap came off during an occlusal composite adjustment on tooth #30 while in the patient's mouth and patient reflexively swallowed the back cap and an internal o-ring before the doctor had a chance to react or recover the parts. Patient was under sedation with nitrous oxide at the time of the event. The patient was sent to the to the emergency room as a precaution for a chest x-ray examination to verify that the patient did in fact ingest both the parts and confirm that they were not aspirated. The x-ray confirmed that both loose parts were ingested, and no parts had entered the lungs. The patient is reported to have recovered and is in good health with no need for further medical treatment.